Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: pt implanted on an unk date with lcp-df plate and screws was discovered to have the plate broken on (B)(6) 2012. Pt required medical/surgical intervention on an unk date. It was noted pt was one half weight bearing at eight weeks and full weight bearing at twelve weeks.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.